Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: wife of consumer reported finding quit a few syringes in this box where the barrels are shaded or dark in certain parts of the scale markings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 08may2023. H6: investigation summary: a complaint lot history check was performed on lot # 2178067 for foreign matter on barrel. This is the 1st related complaint for foreign matter on barrel on lot # 2178067. Investigation summary: customer returned (4) 0.5ml 30ga 1/2in syringes loose. It was reported by the customer they found syringes in the box where they barrels are shaded or dark in certain parts of the scale. The returned syringes cannula was visually examined and observed scale marking print fade off. Manufacturing holdrege will be notified. A review of the device history record was completed for batch# 2178067. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [201031034] noted that did not pertain to the complaint. Confirmed: embecta was able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: wife of consumer reported finding quit a few syringes in this box where the barrels are shaded or dark in certain parts of the scale markings.